Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial leadless pacemaker (lp) was oversensing noise resulting in inappropriate mode switches. No changes or interventions were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.